Event description:
The event involved a 7" (18cm) appx 0.67ml ext set w/remv microclave® clear, clamp, rotating luer where the customer used this device for all of their intravenous (IV's) in endoscopy. From there when trying to hook up the IV fluid line to the extension lock and you cannot push meds through the IV. If you take the extension cap off and run the IV the tubing direct to the line it will work. The problem is recurring. Additionally, the customer stated that an IV fluid was ringers lactate and then they tried to push propofol and fentanyl but could not push. Once they removed the lock device and hook the IV up directly, they could push the medication. There was patient involvement and no adverse event reported.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending. Additional contact information: (B)(6).

Manufacturer narrative:
The reported complaint of occlusion was not confirmed. No visual anomalies were observed on the returned set. The sample was hydrostatically pressure leak tested and no leaks were observed. The product had performed per the specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.